Event description:
The customer called for help with her contour meter. She stated that she performed a blood glucose test and received a reading of 400 mg/dl using her contour meter. She retested using another meter and received a reading of 150 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for eval. Replacement products were sent to the customer.